Event description:
It was reported that upon a scheduled removal, a venagram indicated the filter had caudally migrated one vertebral body and was tilted. As a result, the filter could not be retrieved. The patient is asymptomatic and the filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evalutaion as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states the following: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.